Event description:
It was reported that after a da vinci assisted sleeve gastrectomy, the patient experienced staple line bleeding despite no intraoperative malfunctions. Intraoperatively, the surgeon used seamguard on one side of the staple line and performed a leak test via esophagogastroduodenoscopy (egd). The patient¿s hospitalization was extended to monitor hemoglobin levels. There was no other reported medical intervention provided due to the bleeding.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. There is insufficient procedural information to perform further system and instrument investigation.